Manufacturer narrative:
Additional information: d10, h3, h6. Explant was reported due to a prolapsed leaflet. The investigation found that there were previous incisions in all three cusps, with some portions of cusp tissue not received at abbott. There was thinning and loss of collagen fibers in cusps 1 and 3. No acute inflammation or significant calcifications were present. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of prolapsed leaflet could not be conclusively determined.

Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2019, a 23mm trifecta gt valve was implanted in aortic position and a 29mm epic valve was implanted in the mitral position. On an unknown date the patient presented with shortness of breath and fatigue. On (B)(6) 2020, the trifecta valve was explanted due to 2 small leaflet holes and was replaced with a medtronic ultra valve. The epic valve seemed to be okay but on an echocardiogram it was reported to have posterior prolapsed leaflet and it was explanted and exchanged for a mosaic ans valve. The patient was reported to be stable condition. Manufacturer report number: 3001883144-2020-00025.